Manufacturer narrative:
The subject device was returned and visually evaluated. The guide wire and back up tabs on the device were found to be bent from applied force. The condition likely resulted in the misfiring that was reported by the user. The barrel insert at the distal end of the device detached from the cannula assembly during the functional evaluation. It appears that the damage/bent components led to a combination of factors that contributed to the detachment of the barrel insert on the distal tip of the device. A lot number was not provided, therefore, a review of the manufacturing records could not be performed. A definitive root cause for the problems experienced cannot be determined at this time. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that there were two optifix devices used to fixate an unspecified mesh when they misfired. There was no patient injury reported as a result of the problem experienced. When the samples were returned, one of the barrel inserts detached on the first actuation during the functional evaluation.